Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. During troubleshooting, customer's blood glucose was 268 mg/dl while the sensor gave a reading of 55 mg/dl. The customer treated for high blood glucose with a bolus. Insertion and calibration techniques were discussed. Customer was advised the sensor would be replaced and will not be returning the product for analysis.